Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively following a laparotomy for the primary peritoneal cancer procedure after neoadjuvant chemotherapy, ileostomy was required for the postop drainage of malignant ascites through fascia and skin.